Manufacturer narrative:
Weight and ethnicity: asku - asked but unavailable. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsule ruptured post intraocular lens (iol) implantation. The iol was cut and removed from the operative eye. The surgeon performed an anterior vitrectomy and a competitor sulcus lens was implanted. The original lens was discarded. No further information was provided.